Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coord that during a routine chest x-ray, it looked like the bend relief had become disconnected from the outflow graft. The pt has no symptoms and no change in pump parameters. Further checking from a CT scan performed does look like the bend relief has migrated by a few centimeters, but does not appear to have kinked the outflow graft or caused any obstruction to flow. An x-ray and CT scan were sent to the MFR where the appearance of the bend relief being detached from the outflow graft was confirmed. This info was relayed back to the surgical team for discussion of any action that needs to be taken.

Manufacturer narrative:
The pt remains on going with the implanted device and no further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.